Event description:
Related manufacturer reference number: 3006705815-2019-01915. It was reported that the patient's leads migrated following a fall they experienced. As a result, the leads were re-positioned on (B)(6) 2019. Surgical intervention resolved the issue.